Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging that there was a load step malfunction. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: there was a 'no cartridge detected' alarm observed in the pump's black box. During the load cartridge step, the pump failed to detect the cartridge. A force sensor calibration check determined that the force sensor was not detecting the correct force. Moisture damage was found on the sensor housing.